Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient programmer was giving patient issues on thursday the (B)(6). Patient stated they couldn't get the screen to come on the patient programmer. They stated that the programmer model 3037 was much more confusing than the one they had during the trial period. Patient mentioned that their healthcare professional (hcp) wanted them to meet with the manufacturer representative (rep) and thought they called the rep on (B)(6) 2018 but was unsure if they told rep about patient programmer issue or patient symptoms. Patient further reported that they were running to the bathroom about every hour or so, and that it was worse at night. In the daytime, patient can wear a poise pad, but at night they would wear a pull up. It was over the weekend on saturday (B)(6) 2018, patient was running to the bathroom several times. In several hours they had gone 3-4 times. Patient just felt like they needed to go. They stated that they met with the rep the day prior to the report, (B)(6) 2018 and was able to bump up their stimulation. Patient said symptoms were doing better when they to bump it up and with what rep told them over the pho ne seemed like it was helping. Moreover, patient reported having pressure down there and had some burning, which both would come and go, so they left a urine sample at their hcp's office to see if it was uti. During the call, patient had access to their patient programmer. They synced and showed stim was on at program 3 at 3.5v. Patient was able to adjust so they increased stim to 4.7v on program 3. It was reviewed it takes time for body to respond to therapy, therefore titrations should be discussed with hcp. Lastly, patient stated that they had a fall on (B)(6) 2018 going into (B)(6) and hit their knee really bad. On (B)(6) 2019 additional information was received from patient. It was reported that the circumstances that led to the programmer screen not coming on was that the patient didn't know how to use the programmer/programming properly as it was confusing to understand. Patient stated that they were still having problems. The daytime had decreased some. But again night time was worse. Patient was wearing pull ups and in the morning they are soaking wet through all their clothes. The night time is excessive urine, so they need to know what to so to fix this problem. Patient wanted some advice and if a program could be set for night time. As for the test for uti. Patient was on 4 different antibiotics and was better now. The antibiotics have cleared up the infection. They have not had a bladder infection in over 30 years until they got the interstim implanted. Patient further stated that they didn't think the fall at (B)(6) affected the device or therapy. They also mentioned they fell at home 1 week before falling at home. They were not sure if the falls could have pulled on the leads and that the doctor needed to check to make sure. Patient said they will call the doctor and see if they would check and make sure. No further complications were reported.

Manufacturer narrative:
Product ID 3889-28, lot# va1qtr7, implanted: (B)(6) 2018. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient. They again reported that they were new to this and just needed help. The issue with going to the bathroom several times have somewhat resolved. Their problem again was occurring at night where they were wearing pull-ups and in the morning, they were soaking wet that their pulls up would drop to their knees because it was so heavy. Patient mentioned being put on two different antibiotics before getting better. When they finished the second antibiotics, it cleared up the infection. The stated that there was burning and pressure when going to the bathroom. Patient wasn't sure of the fall affected the device or therapy. They do feel like the leads may have moved or disconnected/loose, or that the device had moved out of place or quit working. Patient was using heavy pads during the day and sometimes have to go several times as they couldn't hold it. Patient has an appointment on (B)(6) 2019 with hcp since it was not working to patient's standards and they had been stressed. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp). It was reported that there was no evidence of the lead moving or being displaced. Patient was reprogrammed on (B)(6) 2019 and symptoms have improved with reprogramming. No further complications were reported or anticipated.